Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 769 mg/dl. The customer was treated with insulin shot and potassium. Customer also stated that the insulin pump did not delivering insulin and not getting any alert. It was also stated that the battery compartment was damaged and insulin pump buttons was hard to push. The insulin pump will be returned for analysis.